Event description:
It was reported that the patient was on veno venous extra corporeal lung support, when blood was observed coming through the gas outlet of the device. The device was switched out. No reported patient effect.(B)(4). MFR ref#: 8010762-2014-01292.